Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and two tears were observed on the posterior view measuring both less than 0.1cm. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 6775399 number, and no non-conformances were identified. Reason for device explant and/or reoperation: ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old hispanic female who had a mentor smooth round moderate plus profile 425cc saline prosthesis placed experienced spontaneous right sided deflation and left sided ptosis post procedure. The patient woke up and the right implant seemed to have dissipated. As a result, replacement with non-mentor implants was performed on (B)(6) 2021. The right sided deflation initially was reported under 1645337-2020-15400. On november 22, 2023 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.